Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported the touchscreen does not work intermittently and fails calibration. There was no patient involvement. The remote service engineer advised to replace the touchscreen and provided the customer with the part number to order the touchscreen.

Manufacturer narrative:
G4:18mar2021. B4:20mar2021. The customer replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.